Manufacturer narrative:
Continuation of d10: 459888 lead implanted: (B)(6) 2017, dtma1q1 crt-d implanted: (B)(6) 2022, 694765 lead implanted: (B)(6) 2008, vamf3632c150tu stent graft implanted: (B)(6) 2025, vamc3232c150tu stent graft implanted: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was high pacing, defibrillation, and superior vena cava (svc) coil impedance, a lead integrity alert (lia) due to high rate non-sustained episodes and impedance variations, and a noise warning on the right ventricular (rv) lead. A charge circuit timeout occurred on the cardiac resynchronization therapy defibrillator (crt-d). It was further reported that the crt-d was programmed off and the patient was fitted with a lifevest. Additionally, the patient experienced sepsis. The patient was transferred to a new hospital for an extraction of the entire crt-d system. No further patient complications have been reported as a result of this event.